Event description:
It was reported repeated hypotension occurred. A left atrial appendage (laa) closure procedure was attempted using a 20mm watchman flx laa closure device with delivery system (wds) and a watchman fxd curve access system (was). During deployment of the closure device, the patient experienced hypotension. No pericardial effusion was apparent via intracardiac echocardiography and transesophageal echocardiography. No changes were present in the electrocardiogram. The patient was administered epinephrine and blood pressure increased. Once the effects of the epinephrine abated the patient again became hypotensive. The procedure was aborted. The cause of the continued drop in blood pressure was identified as overmedication of anesthesia. The patient stabilized and underwent computed tomography with no significant findings. The patient was discharged one day post index procedure.

Event description:
It was reported repeated hypotension occurred. A left atrial appendage (laa) closure procedure was attempted using a 20mm watchman flx laa closure device with delivery system (wds) and a watchman fxd curve access system (was). During deployment of the closure device, the patient experienced hypotension. No pericardial effusion was apparent via intracardiac echocardiography and transesophageal echocardiography. No changes were present in the electrocardiogram. The patient was administered epinephrine and blood pressure increased. Once the effects of the epinephrine abated the patient again became hypotensive. The procedure was aborted. The cause of the continued drop in blood pressure was identified as overmedication of anesthesia. The patient stabilized and underwent computed tomography with no significant findings. The patient was discharged one day post index procedure.

Manufacturer narrative:
H6: impact codes - removed f1001 absence of treatment.